Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error during a bolus and blood glucose was 522 mg/dl. Customer was feeling okay. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during basic occlusion test due to the force sensor damaged by moisture. The motor was tested outside the device and passed. The device was received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads, and minor scratched lcd window.